Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. Pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Units left in reservoir match units left on status screen. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It is reported that a customer does no longer feel comfortable with their insulin pump because the pump was inconsistent in deliver the right amount of insulin. The patient's blood glucose was not recorded. The customer sent back the insulin pump for analysis. No further information was reported.